Event description:
During baxter's functionality testing of a spectrum pump, it wont keep powered up. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the unit would not stay powered up, which was reproduced. Evaluation found this to be caused by a failed power cord. The failed power cord was replaced.